Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. However, it was noted that no telemetry with the device confirmed at preliminary analysis. (B)(4).

Event description:
It was reported that the patient was tasered during an assault and admitted to the ed (emergency department). An attempt was made in the ed to interrogate the device but was unsuccessful. Additionally, subsequent attempts with the programmer and donut magnet failed to produce any telemetry of response. It was noted that the patient believes the cause of the device failure was as a result of the taser. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.